Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. Therapy was on and the patient was able to increase stimulation to a comfortable level. It was noted that when the patient was instructed to place the antenna over her implant the patient said it was hard to reach. The patient was going through diapers like she was before she got the device. She was on medication of irritable bowel syndrome (ibs) but she stopped taking them on (B)(6) 2016, the day of implant. Her healthcare professional (hcp) told her should still be taking them. The patient went to get more this weekend but they were out. Her symptoms returned last wednesday or thursday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.